Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the front panel failure could not be duplicated. E110 could be duplicated. In addition, a lamp error e105 occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device gave an optical filter damaged error e110 and the front panel flashed. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed the following possible causes for each event. (1) according to the evaluation result from the local service department, e110 occurred due to converter unit failure. It was presumed that the convertor unit malfunctioned due to aging deterioration caused by long-term usage because it has been about 6 years since the subject device was installed. Because of converter unit failure, the solenoid malfunctioned and e110 error was notified. (2) it was presumed that the front panel unit and the convertor unit deteriorated due to aging and temporarily malfunctioned, then the front panel blinked. (3) according to the evaluation result from the local service department, e105 occurred due to led unit failure. It was presumed that led unit malfunctioned due to aging deterioration caused by long-term usage because it has been about 6 years since the subject device was installed.